Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012793832 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft. During inspection of the array, the guidewire lumen was observed to be kinked at 3 inches from the distal tip. During inspection of the handle, the capture device adapter was observed to be removed from the catheter. The catheter was reprogrammed for and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function was stiff due to the kinked guidewire lumen but was still able to slide fully. Electrical continuity testing did not reveal any anomalies. Further inspection and testing was performed to verify the integrity of the catheter sub-compon ents; no anomalies were identified. In conclusion, the catheter failed the returned product inspection due to a kinked guidewire lumen and a removed capture device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively a pulsed field ablation procedure, the slide control knob hardened when the catheter was removed so it could not be extended. The catheter was forcibly removed from the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.